Manufacturer narrative:
The device was not returned to rti surgical for evaluation. A DHR review was conducted and confirms the device met manufacturing specification prior to shipping from rti surgical facility. This report will be updated should information become available at a later date. The following sections of this report have been left blank due to the information being unavailable or non-applicable:

Event description:
It was reported to rti surgical on (B)(6) 2020 that a revision surgery had taken place due to post-operative joint swelling. The index surgery was performed on (B)(6) 2019. The revision was performed on (B)(6) 2020. The product is not available for inspection.